Manufacturer narrative:
Troubleshot and ordered new dicom box to be replaced under warranty. Problem was a bad cable. System ready for use.

Event description:
The customer reported washed out image. Pt was not harmed but the case was delayed while another c-arm was brought in. Problem occurred at the beginning of the case.